Event description:
It was reported that a patient experienced a breach in aseptic technique during an unknown cycle of peritoneal dialysis therapy. The breach was further described as the patient did not wear a mask. It was not reported if the patient was retrained on aseptic technique. Dianeal therapy was ongoing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.